Manufacturer narrative:
(B)(4).

Event description:
The screw broke when it began to pick up resistance to the patient's bone. A backup device was readily available. There were no delays or patient injuries reported.

Manufacturer narrative:
Device investigation narrative - one sterile 7207682 9x30mm biorci-ha screw returned. Dimensional inspection verifies that this is a 9x30mm product. This implant is one year old. The complaint indicated ¿the screw broke when it began to pick up resistance to the patient's bone¿. The head and proximal areas are not damaged. The threads are in good condition with exception of the distal portion of the product. The distal threads are mushroomed and chewed up from resistance. They are missing approximately 3.8mm of material. This portion was not returned. The IFU says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ it is unknown whether the IFU recommendations and warning were followed. The physical condition indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed. (B)(4).

Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.